Event description:
It was reported that the patient experienced multiple infusion sets that failed to adhere during insertion and requested replacements after accumulating five sets, four of which did not adhere. The patient reported using skin prep and standard insertion technique. Cps provided guidance on adhesion, including ensuring proper tackiness of the skin, considering insertion without skin prep, and reviewing alternative adhesive options. The patient planned to try skin-tac for future insertions. The infusion set was described as loose/leaking. The event occurred during setup, and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 and d8: updated. H3 and h6 codes: updated. E4 - initial report sent to FDA - corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.